Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-8216-50, serial #: (B)(4), description: artisan surgical lead, 50cm.

Event description:
A report was received that the patient was experiencing burning sensation on the hip when charging. The patient reported that the ipg was heating up inside the body when charging. Ipg data base analysis revealed no anomalies and the device appeared to be working as expected. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the ipg kept on moving inside the patient's body. The patient underwent an explant procedure. No device malfunction was suspected. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient was experiencing burning sensation on the hip when charging. The patient reported that the ipg was heating up inside the body when charging. Ipg data base analysis revealed no anomalies and the device appeared to be working as expected. The patient will undergo an explant procedure.